Event description:
The customer reported after about ten days of use, air leaked from cuff. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.